Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported touch screen failure. The fse clarified the touch screen does not respond to touch and cannot be calibrated. The customer reported there was patient involvement and no patient harm.